Manufacturer narrative:
Exact date unknown, event occurred four weeks ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial:(B)(4) batch: 5043460/7016313.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were was not released by the facility.